Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was 418 mg/dl. The customer stated that the pump alarmed no delivery. The customer stated that the alarm did not occur during manual prime. The customer was not able to troubleshoot during the time of call. The customer was advised to call back if issue continues. The customer declined replacement reservoir.